Manufacturer narrative:
The device was returned and evaluated. The alleged performance issue could not be duplicated.

Event description:
Dealer alleges unit keeps changing speeds. It allegedly accelerates suddenly even with the speed turned all the way down. End user keeps hitting things because she cannot control unit.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer alleges unit keeps changing speeds. It allegedly accelerates suddenly even with the speed turned all the way down. End user keeps hitting things because she cannot control unit.